Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 365, 351 and 472 mg/dl. The customer stated she started to see the high results over one week ago. The customer's expected fasting blood glucose test result range is 70 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer had eaten less than two hours ago. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is month of (B)(6) 2017. The meter memory was reviewed for previous test result history: the 265mg/dl (B)(6) 2017 03:50 pm fasting:yes, the 351mg/dl (B)(6) 2017 11:20 am fasting:yes, the 472mg/dl (B)(6) 2017 10:27 pm fasting:yes, the 508mg/dl (B)(6) 2017 09:28 pm fasting:yes, the 448mg/dl (B)(6) 2017 09:24 pm fasting:yes. Memory concerns: customer is concerned with the 5 results provided in the meter's memory.